Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family member reported via phone call that customer experienced high blood glucose level. The customer¿s blood glucose level was 300 mg/dl to 400 mg/dl at the time of the incident. Retainer ring was fine and reservoir still able to lock in place. Customer declined troubleshooting. The device will be returned for analysis.